Manufacturer narrative:
The certas valve (ID 828806) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 3. The catheters were irrigated; no occlusions noted. The valve was visually inspected; a needle hole was noted in the needle chamber. The valve was hydrated. The valve passed the tests for programming, occlusion, siphon guard and pressure. The valve was leak tested; the leak tested passed; only leaked from the needle hole in the needle chamber. Root cause analysis ¿ no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. A possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve, at the time of investigation no function issues were noted.

Event description:
N/a.

Event description:
This is 1 of 2 reports linked to mfg report numbers: 3013886523-2023-00385. A facility reported a certas valve (ID 828806) and a hakim ventricular catheter (ns9001) were implanted on unknown date with unknown setting. Blood was seen inside the valve; therefore the valve was explanted and replaced and catheter was explanted due to suspicion of obstruction. Based on information provided, it is unknown, if the patient experienced any signs and symptoms due to valve failure.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.